Event description:
It was reported that the patient was walking with a walker (B)(6) 2011 and (B)(6) 2012. On (B)(6) 2012, the patient was no longer walking. By (B)(6) 2012, he was more immobile and was unable to move his arms and legs and that he was trying to talk, but could not. It was confirmed that the implantable neurostimulator (ins) was on. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2012-04497

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2004 (B)(6), explanted, product type: extension, product ID 748251, serial# (B)(4), implanted: 2004 (B)(6), explanted, product type: extension, product ID 7438, serial# (B)(4), product type: programmer, patient product ID 3389-40, lot# j0348962v, implanted: 2003 (B)(6), explanted, product type: lead, product ID 3389-40, lot# j0348962v, implanted: 2003 (B)(6), explanted, product type: lead, product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: implantable neurostimulator. (B)(4).